Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported during a follow-up visit, the ICD could not be interrogated. The physician suspected premature battery depletion. As a result, surgical intervention was undertaken during which the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found normal device characteristics. The cause of the reported anomaly could not be determined.